Manufacturer narrative:
Reliability analysis inspected 1 opened and used enlite sensor and performed bicarbonate buffer test. The sensor failed per specifications due to high readings. The insertion complaint was unable to be performed due to the complaint against the sensor serter. Customer returned the sensor by itself.

Event description:
Customer reported via phone call sensor anomaly. Customer advised that the green light did not blink when connected to the sensor. Customer advised they took out the sensor and there was no electrode. Customer cannot confirm if the electrode is missing or if it is in their body. Customer was advised to discontinue use of the sensor and revert to a backup plan. Customer was advised that the sensor would be replaced and agreed to return the product for analysis.